Manufacturer narrative:
On 18-nov-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardio-neural ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis. During a cardio-neural ablation procedure, upon going transseptal in the heart with a vizigo sheath, the physician began to comment about loss of deflection on the sheath. To troubleshoot, the sheath was pulled out of the atrium, and was replaced and the procedure continued. All went as usual until the end of the case when using a soundstar, they noticed that there were some pericardial effusion. They performed a pericardiocentesis and removed 310 ccs of fluid in the lab and when the patient was taken to the intensive care unit, an additional 400 ccs of fluid was removed from the patient. Patient stabilized and no further surgery was needed. The physician stated they believed the effusion occurred because the patient was on the smaller side and a female and patients with those descriptors tend to get more pericardial effusion than other patients.